Event description:
New information states that the device was explanted and replaced due to inappropriate atrial sensing that could not be reprogrammed.

Manufacturer narrative:
The reported event of intermittent under-sensing was not confirmed. Final analysis found normal device functionality. No anomalies were detected.

Event description:
New information states that the sensing issues were not causing any problems. No intervention was performed. The patient was in a stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited undersensing. No further information was reported.